Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the ipg site. The patient underwent an ipg explant procedure. The explanted ipg will not be returned.